Manufacturer narrative:
Sientra complaint#: (B)(4) sientra received the suspected device from the customer and performed a failure analysis. The device was returned back and upon initial observation found to have shell failure and dark yellowing. The device was unable to be weighed. Upon testing of the device, the cause of shell failure is local stress of unknown origin. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Bilateral rupture, right side.

Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.